Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred and the procedure was aborted. The philips field service engineer (fse) inspected the system on site and confirmed that that x-ray tube had problem. Review of the system log file showed that there was an error in small and large focus. To resolve the issue, fse replaced tube. The defective tube was returned to philips for analysis and found the blown filament. After replacement, , the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system x-ray tube malfunctioned as small and large focus filaments were defective. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.